Event description:
The user hit the concerned right side of his head on a piece of wood on the (B)(6) 2020 and has since had a decreased hearing performance with the device. The user was re-implanted on the (B)(6) .

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user hit the concerned right side of his head on a piece of wood on the (B)(6) 2020 and has since had a decreased hearing performance with the device.